Event description:
Customer claims to have ears pierced with the inverness ear piercing system at a retail user in 4/1997. Shortly afterwards, she sought medical attention for an infection at the ear piercing site and was prescribed antibiotics.